Manufacturer narrative:
H3 evaluation summary: the device history record (DHR could not be reviewed because the lot number was not available. A box of brand-new samples was received at the manufacturing facility for evaluation. Visual and functional inspection was performed, and no failure was found. Samples were reviewed by the team and no issues were found. The pull test was performed according to procedure and found within specification and tolerance. The reported failure mode will be treated as not confirmed because after evaluation no root cause could be found related to the manufacturing/production process. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Event description:
The customer reported that when they tried to close the needle after withdrawing it from the patient¿s arm, the needle popped off from the tubing while they were trying to engage the safety lock. They were unable to safely close the needle. Blood was dripping from the tubing and from the disengaged needle. They had to carry it to the sharps bin uncovered. The issue did not compromise patient care as the draw was already completed. Additional information provided on 29-apr-2021 stated that it was the colored plastic wing piece that detached from the tubing, not the needle. The customer also stated that once the safety lock was engaged, the needle was not secure; the wings were still able to move back and forth.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that when they tried to close the needle after withdrawing it from the patient¿s arm, the needle popped off from the tubing while they were trying to engage the safety lock. They were unable to safely close the needle. Blood was dripping from the tubing and from the disengaged needle. They had to carry it to the sharps bin uncovered. The issue did not compromise patient care as the draw was already completed.